Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed numerous "capacitor voltage fault" and "discharge profile fault" flags. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (capacitor voltage fault/discharge profile fault flags) has been confirmed. Upon eval, the switching regulator component (u1) was defective, preventing proper charging of capacitors and proper pulse delivery. The cause of the "capacitor voltage fault and discharge profile fault flags is the defective component u1. The root cause of the defective component cannot be positively identified but is likely random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.